Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) the fiber optic sensor (fos) was unable to zero. A second iab was inserted with the same result. Additional information: therapy continued and the patient was weaned off the intra-aortic balloon pump (iabp). It was reported that the patient was discharged home from the intensive care unit in 5 days. There was no reported patient death or complications. No medical intervention required.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab fos would not zero is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) the fiber optic sensor (fos) was unable to zero. A second iab was inserted with the same result. Additional information: therapy continued and the patient was weaned off the intra-aortic balloon pump (iabp). It was reported that the patient was discharged home from the intensive care unit in 5 days. There was no reported patient death or complications. No medical intervention required.